Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section f10 / h6 health impact code of the initial medwatch report indicates no patient involvement. Section f10 / h6 health impact code of the initial medwatch report should indicate no health consequences or impact. The electronic record was downloaded and reviewed. It was observed that the device was put in lead 2 and that sync was activated when the device was attempted to charge. The device would not charge when lead 2 is active. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.